Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempt to run a test, an error message was displayed indicating that the programmer needed to be rebooted. The message would continually pop-up after every reboot and re-attempted test. After re-interrogating the device, the error message was fixed. On (B)(6) 2016 the device was explanted and replaced. No additional information was reported.